Manufacturer narrative:
(B)(4) this report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient did not where a mask during therapy. The patient did not require hospitalization. The patient was treated with injection vancomycin (1g, immediately, route, duration, and frequency not reported) and injection amikacin (500mg immediately then 100mg once daily, route and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. The patient outcome was unknown. It was not reported if the patient was retrained on aseptic technique. No additional information is available.